Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave out of range signals for 12 hours.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported permanent loss of "y".